Event description:
Customer reported that the buttons on the insulin pump are not responding properly and the time is not correct. Blood glucose value was 151 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was reset with correct time, date and monitored for72 hours and no time clock anomaly noted. The insulin pump has cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.